Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board. System operates as intended. (B) (4).

Event description:
The customer reported the right monitor blanks out during cases. No patient injury was reported.